Manufacturer narrative:
(B)(4)

Event description:
The pt experienced a parasthesia sensation even when the device was turned off following knee surgery. She noted, it was at an irritating level and desired to have the device removed if the sensation cannot be resolved. Further info was requested. See MFR report # 3004209178-2010-03818.